Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was torn. It was also noted that the proximal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, the physician experienced resistance and difficulty trying to position the atrial lead. After the lead was withdrawn, an insulation break was observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.